Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.